Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an image issue during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure "image issue and damage observed camera sleeve cut" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector pins are corroded and coupler is loose. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.